Event description:
Also see manufacturer report 3004309178200805006. It was reported that the pt had a loss of therapeutic effect. The pt fell about six months ago and her device has not functioned properly since. Only five of the ten lead contributions were working. The pt was traveling and was redirected to her healthcare provider. Further info is being requested from the hcp.